Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced multiple hyperglycemic events. The reporter stated that the patient was hospitalized on (B)(6) 2018 with a blood glucose reading of over 600 mg/dl with symptoms of vomiting and large ketones. The patient was treated with intravenous fluids at the hospital. The patient remained at the hospital for two days before being discharged and discontinuing pump therapy. The reporter stated that the buttons on the pump were not properly responsive. While off of pump therapy, the patient was treating with insulin injections. On (B)(6) 2018 the patient experienced another hyperglycemic event while off of pump therapy due to the keypad issue. The patient had a blood glucose of 455 mg/dl with symptoms of vomiting and moderate ketones. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to a keypad issue.